Event description:
It was reported that the patient was cardioverted and had cough. The map shift was noted on the carto sound but the carto 3 system did not detect any location movement. The case was an atrial fibrillation (afib) and both catheters (the magnetic navigation catheter and the acl catheter) moved. The relative position between the magnetic navigation catheter and the acl displayed catheters was found in disagreement with the fluoroscopy display. The map shift was approximately 16mm. New sound contours were taken and new sound merge registration was done. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to evaluation summary: (B)(4). It was reported that the patient was cardioverted and had cough. The map shift was noted on the carto sound but the carto 3 system did not detect any location movement. The case was an atrial fibrillation (afib) and both catheters (the magnetic navigation catheter and the acl catheter) moved. The relative position between the magnetic navigation catheter and the acl displayed catheters was found in disagreement with the fluoroscopy display. The map shift was approximately 16mm. New sound contours were taken and new sound merge registration was done. The case was completed without any patient consequence. Map shift would not have been seen on carto if only the ultrasound catheter moved during the patient's coughing spell. The back patches did not move far enough to cause a map shift on carto. This is why a map shift was not seen to the user. System is functioning normally and is ready for use. In general, the result of using a defibrillator is big chest patches motion and relatively small back patches motion and no uncorrectable bcs error occurred hence no message. According to carto 3 instructions for use, when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. Since this was an MDR reportable event, an additional OEM manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or servicing.